Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was placed to treat a malignant 3cm lesion in the right main stem bronchus. Reportedly, the patient¿s anatomy was not noted to be tortuous and had been dilated prior to the procedure. During the procedure, the physician noted that the stent tip bowed during deployment and the stent deployed proximal to the desired location. The stent was removed from the patient and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.